Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 49.2-51.2cm from the end of the connector pin. The etfe coating was intact at this location. External and internal insulation abrasion was noted at 55.6-57.3cm from the distal end. The etfe coating was damaged due to surgical procedure at this location.

Event description:
It was reported that the patient was hospitalized after receiving an appropriate shock. Patient was released with a device change out planned. It was later reported that the patient expired. Interrogation post-death revealed, the patient had a vf episode and the device delivered 0.3 joules instead of the programmed 34 joules. Initial interrogation showed normal lead impedance values. A second interrogation revealed low impedance at the time of therapy. It was also noted that a lead integrity alert was received after the patients death. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 49.2-51.2cm from the end of the connector pin. The etfe coating was intact at this location. External and internal insulation abrasion was noted at 55.6-57.3cm from the end of the connector pin. The etfe coating was damaged due to surgical procedure at this location.